Manufacturer narrative:
(B)(4).

Event description:
It was reported that the packaging was wet and damaged compromising the products sterility.there was no patient involved.

Manufacturer narrative:
The device used in treatment has understandably not been returned for evaluation. However, this investigation is unable to establish a relationship between the reported event. Therefore, the root cause is undetermined at this time. Probable cause could be mishandling during the transportation. Samples were not received therefore, retain samples were pulled for evaluation with no fault found. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instance. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.